Manufacturer narrative:
Conclusion: the valve remains implant, therefore no product analysis can be performed. Images were not received. Potential factors that can influence a dislodgment include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. In this case, it was noted that the valve was not secured upon release due to the 4cm dilated aorta. This indicates that a probable cause of the dislodgement was due to patient anatomy. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. Updated data: h6 - results code, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve), into a previously implanted non-medtronic surgical aortic valve (sav), the valve was in good position and was released at a depth of 4 millimeter (mm). Upon release, the valve dislodged from the sav. Due to the 4 centimeter (cm) dilated aorta, the valve was not secured. From the left femoral artery, two goose neck snares were inserted and both tabs of the valve were snared. The valve was pushed towards the sinotubular junction (stj) so a second valve would be able to be implanted. While maintaining the position of the valve with the snares, a new valve was introduced and tracked well through the sav. The valve was released under rapid pacing and the outflow was able to pin the inflow of the first valve securing the valve in the stj. No additional adverse patient effects were reported.